Event description:
Loaner skull clamp accidentally opened. The patient was in a prone position for fossa posterior procedure. Complementary information received on (B)(4) 2015: the swivel lock of the skull clamp did accidentally turn during the surgery. The sales representative noticed that the swivel lock was too loose when locked. There was no patient injury or death alleged. The patient's head had to be repositioned. The event lead to an increase of surgery time but exact time was unknown.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.